Manufacturer narrative:
The device was evaluated. The report of incorrect map values could not be confirmed. From visual inspection, no defects were found on the device. As received, the monitor was connected the monitor hem1 monitor, clearsight module and pressure controller (pc2k) with a hear reference sensor known good units and a finger cuff simulator. Mean arterial pressure (map) values in were in range and could be obtained for 48 hours with no errors. Logs file were shared and analyzed by r&d team and based on the review it was reported that the system is behaving as expected and the algorithm isn't throwing any errors or alerts. The monitor was checked according to internal procedures and passed all tests. Additionally, based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Event description:
As reported, when using this hemosphere monitor with clearsight technology, it provided inaccurate mean arterial pressure (map) values. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
The product has been received for evaluation, a product evaluation and an engineering investigation will be completed in order to consider any potential factors that may have contributed to this complaint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.